Manufacturer narrative:
The returned spacer was analyzed and revealed that the spindle cap was completely separated from the implant body due to breaks found on the four weld joints.

Event description:
It was reported that there was loss of resistance during the deployment of the superion indirect decompression spacer after attempting to open the spacer multiple times. The physician noted the patient had a thick spinous process. Following the removal and testing of the spacer, it was determined to be broken. When the spacer was detached from the insertion tool, the spacer came apart in three pieces. A new device was successfully implanted.